Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular connection was broken. The external pulse generator (epg) is expected to be returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was also noted that the device failed functional testing, the heart wire was polluted, the upper case was broken, the ring and bails were missing from the back case, and the three brackets on the back were missing. The device was then calibrated, the battery contacts were cleaned and the device passed final testing.

Event description:
It was reported that the ventricular connection was broken. The external pulse generator (epg) was returned to the manufacturer. There was no patient involvement.